Event description:
It was reported that a patient underwent a davinci hysterectomy on (B)(6) 2014. During the procedure, the device overheated and burned the patient at the port site. The burn was excised and the skin was closed in the usual fashion. Another like device was used. The procedure was completed.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the operated as intended.